Event description:
Allegedly the screw broke when the surgeon was tightening.

Manufacturer narrative:
This is a reportable malfunction. Investigation is not complete. Trends will be evaluated. Additional information has been requested. This report will be updated when the investigation is complete. This event occurred in (B)(6).

Manufacturer narrative:
Conclusion: no conclusion can be drawn. An inventory review was conducted. The product was dimensionally inspected and photographic images were made. The complaint was reviewed and analysis showed no trend.